Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, during a shoulder surgery, when passing the ultratape through the supraspinatus using a "firstpass mini left suture passer; the tape passed successfully. However, when trying to unload from the "firstpass" the metal claw came out of the gun still attached to the tape exterior to the patient. The doctor used a hemostat to get the locked claw off the tape. The procedure was successfully completed without significant delay using a back-up device. No patient injuries or other complications were reported.

Manufacturer narrative:
H10: h3, h6: the reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review concluded this was an isolated event. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.